Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 306546, batch# 4207176. It was reported by customer that saline solution appeared to be cloudy; clinican reported to hs rep that one prefilled syringe was used on a pt but no ae reported. Verbatim: rcc received a complaint via phone. Ref: 306546, lot: 4207176. Issue: saline solution appeared to be cloudy; clinican reported to hs rep that one prefilled syringe was used on a pt but no ae reported. Doe: 04nov2024. Sample: unkown, pt harm: no.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the saline solution appears to be cloudy. To aid in the investigation, thirty samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed. There were no defects, imperfections, discoloration, variation in color or cloudiness observed. A device history record review was completed for provided material number 306546, lot 4207178. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received batch 4207178.